Event description:
While attempting to deliver a 10u bolus, the device stopped, and produced a burning odor. They stated that a black mark had developed on the back of the device, and that the display had failed. At that time, pt switched to insulin injections. Pt was not injured, their blood glucose was not affected, and no treatment was received.